Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump has been returned. Analysis of the returned device was completed. The pump was tested with the testing protocol for flow rate. The pump's event log was pulled in order to identify any possible errors or alarms that could have prevented the pump from completely infusing, and it was noted that there are several downstream and upstream occlusion codes as seen by the "e05" and "e04" alarm codes respectively in the log below: there was no evidence in the log of the pump ever completing an infusion, as seen by the code "e00". The pump was set to run at a rate of 0.8 ml per hour and a vtbi of 50 ml, since the end user's library prevents an infusion larger than 50 ml from being ran. The initial bottle weight was recorded at 61.201 g before the infusion, and the final bottle weight was measured at 108.413 g after the infusion, which has a total infusion weight of 47.212 g and a deviation of -5.576%. The pump is not in range and is not performing to specification, falling out of the +- 4.5% range. The weights were taken on an and fx-500i scale with control # itv-eq-027 and calibration date 3/18/2024. The IV set used was an hs-008 set with lot # 2301005 and expiration date 02/01/2026. It was also noted that the label on the back of the pump with the pump model information is almost completely erased, and on the qr code label it is impossible to identify the pump's serial number. During functional testing the pump was found to replicate the reported issue, not passing the test. Reported issue found, device does not meet specification. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference to complaint (B)(4).

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. This complaint is being reopened for pump evaluation due to the device being received. The pump was tested with the testing protocol for infusion flow rate accuracy. The pump's event log was pulled in order to identify any possible errors or alarms that could have prevented the pump from completely infusing, and it was noted that there are several downstream and upstream occlusion codes as seen below by the "e05" and "e04" alarm codes respectively in the log below: there was no evidence in the log of the pump ever completing an infusion, as seen by the code "e00". The pump was set to run at a rate of 0.8 ml per hour and a vtbi of 50 ml, since the end user's library prevents an infusion larger than 50 ml from being ran. The initial bottle weight was recorded at 61.201 g before the infusion, and the final bottle weight was measured at 108.413 g after the infusion, which has a total infusion weight of 47.212 g and a deviation of -5.576%. The pump is not in range and is not performing to specification, falling out of the +- 4.5% range. The weights were taken on an and fx-500i scale with control # itv-eq-027 and calibration date 3/18/2024. The IV set used was an hs-008 set with lot # 2301005 and expiration date 02/01/2026. It was also noted that the label on the back of the pump with the pump model information is almost completely erased, and on the qr code label it is impossible to identify the pump's serial number. During functional testing the pump was found to replicate the reported issue, not passing the test. Reported issue found, device does not meet specification. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Note: the original MDR was successfully submitted on february 22, 2024. This submission was based on the information before the pump returned. Upon detail review of the submission acceptance, the report number of "3011591906-2024-00183" was wrong and the correct # should have been 3011581906-2024-00183. It was decided that since the device was returned and evaluated, this submission will be treated as first instead of a followup submission.

Event description:
On 02/20/2024, infutronix received a report that a pump had a" flow rate issue- pump not infusing", causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. No patient was involved and therefore harmed, device was returned on (B)(6) 2024 for further evaluation. Detail of the finding can be found on section h of this MDR.